Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2005 product type: extension. Product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3999, lot#: j0564102v, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial#: (B)(4) implanted: (B)(6) 2005, product type: programmer, patient. Product ID: neu_recharger_acc, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device only worked for a while. When first implanted, it made him feel like he was going to throw up. This occurred for a year until having the settings changed. Decreasing the settings had not worked. He was never shown how to use the device or recharger and hadn¿t had stimulation in 2 years or recharged in 2 years. The physician had implanted the device tilted which caused issues with recharging. The doctor had stated it was probably difficult to charge due to his layers of tissue. It was causing him pain. Additional information received from the healthcare provider (hcp) in response to follow-up reported that, during the patient¿s last visit on (B)(6) 2007, he was getting coverage to all painful areas, but if stimulation was turned up to a level that provided total pain relief, he would get nauseated. A manufacturer representative (rep) met with the patient and confirmed that the device was providing stimulation to all needed areas and there was nothing to be done to optimize it further. The patient was contemplating having the device removed and was going to call if he decided to go forth with the removal. The hcp then didn¿t hear from the patient until the day of this report when he demanded it be removed for free due to not having insurance. Additional information received from the hcp reported that the device was not explanted. It failed to provide good relief despite a positive trial. No symptoms were noted. The patient had not followed up with the office since 2007. Relevant medical history included multiple back operations. Additional information was received from the consumer on 2018-04-25. It was reported the patient's implant had been put in crooked, so it wouldn't charge and patient had a terrible time with it and since it wouldn't charge the device wasn't doing the patient any good and he elected to get implant removed. Caller said implant started to bother patient when sleeping so patient quit using the device and had the device removed about 5 years after that. The caller reported that the doctor said the issue was occurring because the patient was fat. No further information was provided.